Event description:
Reporting status: malfunction. Reporting rationale: difficult to inflate/deflate has caused or contributed to pt injury previously. Device issue: difficult to inflate /deflate. It was reported that the stent was difficult to implant because the sds balloon only began to inflate at 22 atms. An attempt was made with a new indeflator, but the problem persisted and the balloon could only inflate at 30 atms. Also when an attempt was made to deflate the balloon, there was no success. Applying negative pressure several times, the balloon deflated a little and liberated the stent, but his was after a long period of time (about 10 minutes). As the balloon did not deflate totally, the balloon had to be removed together with the guiding catheter. The pt presented discommodity during the procedure due to the long time of blood flux interruption in the right coronary (the sds balloon obstructed the artery while there). But after removing the system, the pt's condition normalized and there was no further intercurrence to the pt due to the procedure. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance revealed that the stent delivery system (sds) was returned with blood on the distal shaft. There was contrast in the inflation lumen. The balloon was partially inflated with air. There were three kinks in the hypotube 18.5cm, 26cm and 32.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The overall total length of the sds was measured and this met mfg criteria. The returned sds was advanced and retracted through a new 6f guiding catheter with no resistance. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to inflate the sds to rated burst pressure. Negative pressure was pulled. The balloon deflated flat. There was no leak or rupture noted. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used in attempt to measure the inflation and deflation times of the balloon. But due to the dried contrast in the inflation lumen, the balloon would slowly inflate and deflate. Another attempt was made to pressurize the balloon, cut the distal shaft 2.7 cm proximal to the guide wire exit notch, attached the luer at the end of the cut and the balloon inflated. The hypotube was dissected and revealed dried contrast. The hypotube was flushed and fluid was able to flow through with no anomalies noted. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.